Event description:
Customer reported that in 2002, that their instrument stopped for an im error (im= important message recorded in the event log). A field svc engineer (fse) was dispatched to the customer's site. During his repair/investigation he experienced a sample carousel position error during the homing sequence and did not observe any error messages on the crt that would reflect that this had occurred. During his investigation, he observed that the home position was always different after each home (i.e. Position 4 or 3 was now home instead of position I). Due to this varying home position, the system could sample from the wrong position. Customer does not know if any sample results were associated with a wrong sample ID at this time.